Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's healthcare provider reported via phone call history anomaly on the insulin pump. Customer's hcp office advised they put in 100 carbs and the device showed 400 carbs. Customer advised they verified that the bolus history in the insulin pump was incorrect. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The bolus wizard functioned properly per bolus wizard sample in the user guide. No history anomaly noted. The pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window and a cracked case at the display window corners.